Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after consuming breakfast earlier in the day, the customer forgot to deliver a bolus and experienced an elevated blood glucose (bg) level of 300 mg/dl. To address the bg level, the customer delivered a correction bolus. Additionally, the customer received a minimum fill notification. Reportedly, the cartridge was filled with 220 units. At the time of the reported event, the customer's bg level was 183 mg/dl. It was confirmed that the customer had manual injections available as alternate insulin therapy.